Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to o2 sensor/cell test failure during pre-use check (puc). There was no patient involvement. In further process of complaint handling received information indicated that o2 gas module was defective. The part has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Identification of issue has been done by analyzing problem description and service report. The device logs were attached and the analysis revealed that flow transducer test failed on provided date of event. The issue was decided to be reported as the replaced part may lead to stop of ventilation or low o2. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).